Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via chat and stated that she just brushed her teeth and the top screw from her toothbrush fell out and she almost swallowed it. No injury was reported.